Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion of the mcs, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mcs was analyzed and the complaint regarding the non-intuitive motion was not confirmed by failure analysis. Upon visual and microscopic inspection, no damage was found to the wrist assembly of the instrument. The electrical continuity test passed indicating energy delivery was ready for use. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The cut test was performed and the scissors cut cleanly through 0.006" latex. The latex did not snag at the scissor tips. The blade edges were not damaged. Blades opened and closed properly. No product issue was identified. A review of the device logs for the monopolar curved scissors associated with this event has been performed. Per this review of the logs, the monopolar curved scissors was last used on 14-oct-2022 via system sk1563. There were 9 uses remaining after this last usage. The probable root cause of the non-intuitive motion cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of the mcs found no damage and no functional issue. The mcs was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned mcs revealed no issues related to the customer reported event. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the monopolar curved scissors instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer reported that the monopolar curved scissors (mcs) motion was non-intuitive. The procedure was completed with no reported injury. Follow-up has been attempted to request additional information related to the event, but no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the monopolar curved scissors (mcs) instrument was inspected prior to use with no issue identified. The mcs motion did not match the action intended by the surgeon. The issue occurred at the end of the surgery. The surgeon replaced the instrument with the vessel sealer extend (vse), and the issue was resolved. The mcs issue did not cause any adverse effect to the tissue. There was no unexpected bleeding.

Event description:
Refer to h10/h11 for follow-up information.